Event description:
Complainant reports that the initial therapeutic placement of the ttp-j-tube was in 2005. Five mos later, the patient (age and gender is unknown) reported that there was a backflow of the "feeding/nutrition into his stomach and pharyngeal tube." Upon x-ray it was found that the tubing had detached from the connector. A "gastric camera (endoscope) was inserted and with the use of the a snare the tubing was removed. No replacement of the enteral feeding system is planned and there were no reported adverse affects to this patient as a result of the malfunction.